Event description:
It was reported that the pump battery was "slow to charge, gets to 85% and it takes an hour or more to get to 100%". There was no adverse impact to the customer¿s blood glucose level. No additional patient or event information was available.